Manufacturer narrative:
During surgery, the surgeon successfully implanted a pedicle screw. The surgeon experienced difficulty when trying to disengage the pedicle screw from the screwdriver. The complainant suspected that the screw had become cross-threaded. The surgeon was able to disengage the screwdriver, however, the threads on the driver fractured off upon disengagement. The screw was undamaged, and the screw cap was placed with no issues. There were no known patient complications. The screwdriver was returned for assessment; it showed signs of repeated use, and the complainant's claim was confirmed that the threads were damaged. The surgical technique guide provides guidance on how to load and disengage pedicle screws from the screwdriver. In addition to the explicit directions, the surgical technique guide includes warnings to prevent damage to the screwdriver when in use and during disengagement. It is possible that the damage to the returned drivers was a result of over-torquing the screwdriver, or not following the proper steps to disengage the pedicle screw. A DHR review was performed and there were no manufacturing anomalies identified. The device met all required specifications prior to being released to distributable inventory.

Event description:
During surgery, the surgeon successfully implanted a pedicle screw. The surgeon experienced difficulty when trying to disengage the pedicle screw from the screwdriver. The complainant suspected that the screw had become cross-threaded. The surgeon was able to disengage the screwdriver, however, the threads on the driver fractured off upon disengagement. The screw was undamaged, and the screw cap was placed with no issues. There were no known patient complications.